Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at eri level. Device image was reviewed and it indicates that device was programmed to high field settings. Further analysis performed in nominal settings did not find any anomaly; voltage was at eri level. Longevity assessment was performed and the device was in normal range of operation.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The device was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.